Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 176 mg/dl. The customer treated herself with a correction bolus. The customer stated that she changed the infusion set and that seemed to resolved that high blood glucose issue. The customer also reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she had been lying down for an hour and when she got an alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.